Event description:
The customer reported that after pipetting an htlv plate on summit the technician observed a low reagent volume was pipetted to well h2. No error was generated by the summit. No death or serious injury was associated with this incident.